Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to pain and corrosion at the neck and stem junction. Left.